Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01328/ 01329).

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013. During the procedure while the surgeon was reaming, the instrument fractured. The pieces of the instrument fell into the patient's wound. This happened with two separate reamers. The pieces were recovered from the patient and the surgeon completed the procedure with new reamers from the kit.